Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID 5092-58, lead implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined the patient¿s entire system was extracted for an upgrade to bi-ventricular implantable cardioverter defibrillator (ICD) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.